Manufacturer narrative:
No issue was observed during functional evaluation of the thermogard console (sn (B)(4)) performed on site. The report of the console displaying a low coolant message could not be reproduced. However, during testing, the coolant level sensor block was inspected. The venting tube was observed kinked which could cause incorrect detection of the coolant level. The console functioned as intended and passed all final testing criteria without issue. As part of routine service during testing, the console was examined and unrelated to the reported complaint, the temperature sensor connector was observed not connected correctly. The connector was reseated to address the issue. Following the repair and replacement of the parts, the thermogard console was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, at the start of the treatment, it was observed that the thermogard console (sn (B)(4)) displays a coolant low message, although inspection of the console's coolant level observed that it is full. The customer used another thermogard console to continue with the treatment. No known impact or patient consequence information was available.